Event description:
It was reported that the patient with an external pacemaker (epg) in the intensive care unit (ICU) was found without pulse. The nurse received an alarm from the monitor screen and called for cardiopulmonary resuscitation (CPR). During the CPR the doctor saw that the electrode was not hooked to the epg device. He reconnected and tightened it and the patient recovered a pulse. The patient had been scheduled for a pacemaker implant. The epg will be returned to the manufacturer for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.